Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that within a day of implant the right atrial (ra) lead dislodged. On the day after implant the ra lead thresholds were elevated and the lead dislodgement was found on x-ray. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.